Manufacturer narrative:
It was reported that a revision surgery was performed after fifteen years of implantation due to an unstable knee and continuing increase of pain over a number of years. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches was performed and it did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. A medical analysis noted that two undated, unlabeled x-rays show some radiolucency under the femoral component in the lateral view. All blood work provided was non-contributory. It was communicated that the bone quality was quite poor. Some potential causes of the reported event could include but are not limited to the age of the patient, the age of the device or the patient¿s poor bone quality as contributing factors. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that the patient underwent revision total knee replacement surgery for an unstable knee and continuing increase of pain over a number of years. The original knee surgery was performed in (B)(6) 2005. It was reported that the femur had loosened and that the bone quality was quite poor.